Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence and non-obstructive urinary retention. The patient was concerns of bleeding. Patient stated couple days later that she was in the hospital for a uti. She said she was better today. The patient not able to track symptom. There was no intervention that occurred. There were no further complications reported at this time.